Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 3006705815-2021-02041. It was reported that the patient lost therapy coverage on their left side. X-ray confirmed lead migration. As a result, surgical intervention may occur to address the issue.